Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer had high results on the contour next link 2.4. Specific readings were not provided. She almost fainted at her house and had stomach pain. She went to the hospital where it was confirmed her blood glucose was lower than what she received on her meter. She was given IV dextrose. Further information was not provided. The customer's strips were not expected to be returned for evaluation. A new meter was sent to her.